Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation right after insertion of the lens in the capsular bag a crack on the paracentral area of the optic was noticed. One and a half weeks post operatively the patient was 20/20 and j1 uncorrected. No glare noticed.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge and viscoelastic. The use of an unspecified company handpiece was indicated. Based on our observation of the attached photo, there appears to be a mark/crack on the lens. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).